Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, the patient lost therapy as a result. As a result, the ipg was explanted and replaced with a competitor system on an unknown date, within the last month.